Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported while using the angio-seal device during the procedure, resistance was felt when the collagen was attempted to be pushed out. A kink was observed in the tip of the insertion sheath. When it was cut to open, there was no collagen inside, therefore, the collagen was outside the device. Hemostasis was successfully achieved with the device. Estimated blood loss was less than 250cc. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.